Manufacturer narrative:
Procedure 501 was reviewed. The suction ring is decentered, and the eye remained stable throughout the procedure. Scheimpflug imaging appeared normal. The capsulotomy and fragmentation appeared normal. Unknown what might have caused the rupture.

Event description:
P1008 - n/a issue: on (B)(6) 2024, (B)(6) reported to customer service that dr(B)(6) reported to him that he had a capsule rupture today on procedure 501.